Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient developed a granuloma where the electrode was inserted that has become bigger over time. An infection was suspected to be the cause. The patient underwent a granuloma exeresis procedure. No additional adverse effects were reported. The electrode remains in service.